Event description:
A 69-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2023. On (B)(6) 2026, novocure received a medical record dated on (B)(6) 2026, indicating that the patient continued to use optune gio regularly but experienced skin irritation. The record noted that the patient was using a protective barrier product and prescribed hydroxyzine 10 mg to manage itching, as well as clobetasol 0.05% and mupirocin 2% ointments. The healthcare provider also recommended intermittent periods of scalp rest. On june 08, 2026, the prescribing physician reported they were not aware of the reported issue.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).